Manufacturer narrative:
A partial lead with the connector segment measuring 13.1 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the non-pacer dependent asymptomatic patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited high defibrillation impedance and high pacing lead impedance. The patient was brought into the hospital and the lead was explanted and replaced successfully. The patient was stable throughout the whole procedure.